Event description:
Stryker arthroscopic shaver 4.0 aggressive cutter broke off at the end (the piece that spins) during procedure. Surgeon retrieved part that broke off and all of broken item removed from patient.